Event description:
This unit was sent to a covidien service center. Upon triage service found that the power cord has internal copper wires exposed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.